Manufacturer narrative:
As stated, this report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2016-00024 to provide an update on the status of this report. The device has not been received by the manufacturer for evaluation. The investigation is yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2016-00024 to provide an update on the status of this report.

Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: account complained of leaky valves; blood loss was less than 250ml.; the procedure was completed; the patient's condition was reported as good; and the user facility reported similar events for other devices with the same product/lot no. Combination see MDR 1118880-2016-00025, 1118880-2016-00026, 1118880-2016-00027, 1118880-2016-00028, 1118880-2016-00029 and 1118880-2016-00030.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 3 for mfg. Report no. 1118880-2016-00024 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. A visual examination of the retention samples confirmed there were no defects. In addition, functional testing confirmed the samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the retention samples were normal product, however, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 3 for mfg. Report no. 1118880-2016-00024 to provide the retention sample evaluation results.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00024 to provide an update on the status of this report. As of march 2nd, 2016 the device has not been received by the manufacturer for evaluation. The investigation is yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00024 to provide an update on the status of this report.